Event description:
It was reported that during the nurse's rounds, it was found that the tracheal cannula balloon catheter was broken and leaking. The doctor's examination found that ventilation was not affected. Since the patient made an appointment for fibroscopy in the afternoon, in order to avoid further injury, the doctor decided to change the tracheal cannula at 15:30 when fibroscopy and sputum suction treatment were performed, according to the patient's condition. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.